Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast and blood in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks. The mid-shaft was stretched and separated. The separated edges were stretched and jagged. There were numerous kinks throughout the mid-shaft. The distal shaft was stretched and necked-down distal of the guide wire exit notch. The inner shaft was buckled at the bi-component weld. The outer shaft was scratched just proximal of the bi-component weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very calcified left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. Several dilatations were performed however during withdrawal of the device, the distal portion of the catheter broke at the monorail junction. The physician was able to remove the distal portion of the catheter by using another catheter with anchoring technique inside the guide catheter and the procedure was completed with good result. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very calcified left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. Several dilatations were performed however during withdrawal of the device, the distal portion of the catheter broke at the monorail junction. The physician was able to remove the distal portion of the catheter by using another catheter with anchoring technique inside the guide catheter and the procedure was completed with good result. No patient complications were reported and patient's status was stable.